Manufacturer narrative:
Sections with additional information as of 25-mar-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by packaging and no abnormalities observed. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Products were not returned for investigation. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Customer called in states that the vial of test strips for the truetrack meter did not include the code chip. Customer did not report that there was any physical damage to the product.